Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failing each time when customer tried to remove a medication and drawer 2.2 had issues intermittently. A field service engineer (fse) removed the pockets in both drawers and replaced the row board cable in drawer 2.1 and reseated the retractor band. In drawer 2.2, the fse found that the latch was loose, tightened it, and reseated the row board cable at the cubie trays and at the back of the station, along with the retractor band. Both drawers were then tested in diagnostics, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2.1 and 2.2 drawer failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.